Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that error code displayed (loose tip) during calibration for cataract surgery with intraocular lens implant. The procedure was completed on same day by using another probe. There was no patient impact.